Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A principle territory manager reported evaluating the iabp, and replacing both batteries. The principle territory manager then performed functional and safety checks to meet factory specifications. The iabp was then released back to the customer, and cleared for clinical service.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had charging issue. There was no patient involvement or adverse event reported.